Event description:
Post angiogram after placement of the ipsilateral iliac leg into the ipsilateral limb of the main body graft noted a type iii endoleak at the over lap junction of the two endovascular grafts. The area was re-ballooned using another manufacturer's device, but was unscessful at resolving the endoleak. Due to this situation, another manufacturer's stent was placed at the junction of the ipsilateral iliac leg graft and the ipsilateral limb. Upon viewing the final angiogram, there was no visible sign of an endoleak at the site.